Manufacturer narrative:
Serial numbers continued: (B)(4). The investigations found: for 3 events: the investigation could not identify a product problem. The cause of the event could not be determined. For 1 event: the field service engineer found a growth in the reagent probe tubing. The follow-up actions were: for 2 events: there were no follow-up actions. For 1 event: performance testing was run and was within specifications. For 1 event: the sample probe and mixer were replaced, the tubing was decontaminated, and the external water tank was cleaned. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes <noe>4</noe> malfunction events. Questionable high results were generated by the cobas 8000 e 602 module. The events involved a total of 5 patients with the following: 3 patients had questionable elecsys estradiol iii assay results. 1 patient had a questionable elecsys hcg + beta test system result. 1 patient had a questionable elecsys hcg test system result. For 2 patients the patients' ages ranged from 23 to 40 years. The weight of 1 patient was (B)(6). There were 2 females.